Event description:
A malfunction alarm was reported during pumping, with the pump declaring alarm 20. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so no specific details were provided about any adverse impact. Customer technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy. No previous cartridge alarms were reported with this pump's serial number, and the original cartridge lot number was unavailable.